Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should analysis be completed.

Event description:
It was reported that this lead exhibited high thresholds and stimulation to the chest wall. A cat scan was performed which confirmed a lead perforation. This lead was unable to be repositioned due to helix extension issues. This lead was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
This supplemental report is being filed to include product investigation results.